Event description:
It was reported that the right ventricular lead had a fracture. Noise, oversensing and high impedance on the high voltage coil were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a fracture. Noise, oversensing and high impedance on the high voltage coil were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was noted that there was not high impedance but low impedance, and the noise and oversensing was on the low voltage portion or the rv lead..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.